Event description:
When assisting with a trauma patient, the nurse placed the IV catheter, pushed the button and heard a click. When disposing of the needle, the nurse was stuck on the tip of his finger on the left hand. It was observed that the needle did not fully retract and that approximately 1/4" of the needle was exposed. The source patient is a confirmed hiv/hep c patient. The wound was immediately cleaned and blood samples from the clinician were sent for testing. Prophylactic treatment was administered.

Manufacturer narrative:
One used unit was received for evaluation and has been sent for decontamination. Upon completion of the investigation, a supplemental report will be submitted.